Event description:
It was reported that during a total abdominal hysterectomy procedure, the surgeon noted intraoperative bleeding which was controlled with suture and the case was completed. Following surgery, it was reported that the patient's hematocrit dropped and she was taken back to surgery 18 hours post-op. During the 2nd procedure, it was reported that there was bleeding in those areas that the nseal device was used and the bleeding was controlled with suture. The rep reported that the patient is stable. Another device was not used in the second procedure. The device was discarded, and therefore, not available.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information from sales rep: how long has the surgeon and account been using this device? 3 months. Were you present for the procedure? Yes. Are the jaws cleaned of tissue between transections? Usually. Was the device dis-connected and re-connected to the generator? Not to my knowledge. What other instruments were used during the surgery? Open tah set. No other energy except bovie. Did the gen11 display any yellow alert screens during the procedure? No. Did the surgeon hear the tone changes? Yes. How much blood was lost? (Cc¿s) not aware. Was a transfusion required? Not aware. What was the size of the vessel or artery? Not aware. Patient specific questions: have no access to this information. Can we contact the surgeon, if necessary? Yes. Contacted surgeon for additional information, no information provided at this time.